Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, myocardial infarction, and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a historical medical event that occurred approximately five years prior, during which he was wearing an omnipod insulin pump at the time medical attention was sought. The patient was unable to recall the specific omnipod system, pod information, or device identifiers due to the time elapsed since the event. The patient stated that he became ill and presented to the emergency department, where his blood glucose was reportedly measured at approximately 600 mg/dl. He reported that earlier on the day of the event his blood glucose was in the low 100 mg/dl range, increased to approximately 200 mg/dl after eating, and continued to rise prior to hospital presentation. After arrival at the hospital, the patient experienced right-sided shaking and trembling involving the arm and leg. He reported being placed on an insulin drip, admitted to the intensive care unit, and subsequently experiencing a heart attack the following morning. The patient reported that the hospital stay lasted approximately three days, but exact admission and discharge dates could not be recalled. He stated that the adhesive was secure during pod wear and that he did not notice insulin odor or leakage. Due to the event occurring approximately five years ago, the patient was unable to recall whether the pod cannula appeared normal after removal or whether the pink slide moved forward.